Event description:
The biomedical engineer (bme) reported that the g9 monitor was constantly boot looping. He rebooted the bsm attached to it, but the main bsm continued to boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was constantly boot looping. He rebooted the bsm attached to it, but the main bsm continued to boot loop. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The device was evaluated, and the complaint was duplicated. The presumed cause of the issue was a failure of the motherboard. However, repair of the device could not be completed due to lack of available parts. The g9 has reached end of sales. Nk will continue to monitor and trend. The following field contains limited information, as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that no information could be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1700 series. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was constantly boot looping. He rebooted the bsm attached to it, but the bsm continued to boot loop. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor was constantly boot looping. He rebooted the bsm attached to it, but the bsm continued to boot loop. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that no information could be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1700 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.